Manufacturer narrative:
Additional information. The complaint is confirmed. One unpackaged ar-2324bcc / batch 15120989 was received for investigation. Visual inspection identified that the device was returned for evaluation without the eyelet intact. It was noted that the eyelet was broken and detached from the suture. Functional test of the driver outer sleeve and the tb inner member molded swivelock found that the device threads smoothly. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) for the reported failure can be a user error, improper bone preparation, or misaligned insertion. Per dfu-0087 at revision 3. G. Precautions. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone.

Event description:
It was reported that during a rotator cuff suture surgery the device broke off while it was hammered in. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Further information was provided that everything was retrieved out of the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.